Manufacturer narrative:
(B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -11.5 diopter, in the patients right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to problems with pressure. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Additional data: the reporter indicated the lens was explanted due to low vaulting, elevated intraocular pressure, lens dislocation/subluxation, glare/halos and anterior subcapsular changes (lens opacity). The reporter indicated the lens haptics were posterior to sulcus and optic was against the natural lens. The reporter indicated the cause of the event was due to patient related factor (the patients anatomy seemed to be the cause of the icl failure). The initial lens was not exchanged for another lens. Claim # (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a specimen cup, with residue on lens. Visual inspection found one haptic torn. Claim # (B)(4).